Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultralink meter was giving the error 1 error message and she was unable to get into the meter¿s setup mode. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2014 the patient obtained the error message error 1 on the reported meter. At that time, the patient also noted the meter was displaying the calibration code numbers list on its own, and that she was unable to get into the setup mode. After the attempted use of the reported meter, the patient took her usual dose of insulin via the pump. Two hours afterwards, the patient experienced the symptoms of shaking and sweating. The patient administered self-treatment by consuming food and/or a drink; she did not seek any medical attention. The issues were not resolved with troubleshooting. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading due to the meter issues, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Follow-up # 1 ¿ (09/09/2014). The patient¿s meter has been returned on 8/25/2014 and evaluated by life scan product analysis on 8/27/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a defective processor u5. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.